Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Unable to perform unexpected restart test due to unresponsive keypad/button. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 87 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.